Manufacturer narrative:
(B)(4). The reported patient effects of angina, death and myocardial infarction, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU) are known patient effects. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatment appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s.

Event description:
It was reported that a promus stent was implanted on (B)(6) 2010. Following the procedure, the patient was discharged home on protocol required doses of clopidogrel (75.0 mg) plus aspirin (325 mg) for antiplatelet therapy. On (B)(6) 2010, the patient complained of chest pain while cutting wood. He was taken to the emergency department by emergency medical services. In emergency room the patients eyes began to roll back in his head and became unresponsive. The patient was noted to be significantly cyanotic. The patient's electrocardiogram revealed sinus rhythm, nonspecific intra ventricular block and possible st elevation with possible lateral injury or acute infarction. He immediately went into cardiopulmonary arrest in the emergency department and despite 48 minutes of attempted resuscitation, the patient expired as a result of an acute myocardial infarction. The cause of death was noted as coronary disease. No additional information was provided.